Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired 9 days after implant procedure due to septic shock with multi-organ failure. Patient was admitted to hospital for septic shock with breathlessness. It was reported that the event was not related to the implant procedure or any devices; however the cause/origin of septic shock was unknown. No further information is available at this time.